Event description:
It was reported that during a procedure on (B)(6) 2024, a tibial nail became twisted on the insertion handle and the screws did not sign through the aiming arm. There was about thirty (30) minutes of surgical delay as a new nail was inserted. Patient outcome was reported as good. This report is for an unknown tibial nail this is report 1 of 5 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D1, d2, d3, d4, g4-510k: this report is for an unknown tibial nail/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for a tibial nail-advanced / 11mm 375mm / sterile.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a manufacturing record evaluation was performed for the finished device. Product code: 04.043.345s, lot: 227p827. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 28-july-2021, manufacturing site: jabil bettlach, expiry date: 01-july-2031. The product was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that the nails was bent at the proximal end corroborates the allegations of deformation and misalignment. If the connection between the nail and the insertion handle was not tight enough or not retightened after hammering, it could lead to misalignment. A dimensional inspection was not performed due to the post-manufacturing damage. The "tn-advanced¿ tibial nailing system" surgical technique was reviewed. Following relevant statements were found. Precautions: ¿ ensure that the connection between the nail and the insertion handle is tight. Retighten if necessary, after hammering and prior to the attachment of the aiming arm. ¿ do not attach the aiming arm to the insertion handle at this point. Based on the review of the surgical technique and the incident details, it is reasonable to conclude that misalignment likely resulted from either a loose connection between the nail and the insertion handle or improper handling of the aiming arm, or both. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. The overall complaint was confirmed as the observed condition of the tibial nail advanced ø11 l 375 would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Drawing/specifications reviewed current and manufactured revisions were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.